Event description:
It was reported that during creation of the gastric pouch in a gastric bypass procedure, the third cartridge firing had produced malformed staples on only one side of the cut line, with staples in the right-central section forming against the cartridge rather than in tissue. The staple line was reported as incomplete in the central area, and the tissue was cut but not secured by staples. The surgeon reinforced the cut line with manual sutures as a staple line replacement, which extended the procedure time by approximately 10 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.